Event description:
The facility initially reported on the event date, an infusion pump with a tubing channel that will not open. Clarification of the reported condition was obtained from the customer the following month, noting that the pump head keypad was not working properly. The clarification of the reported condition was obtained after the evaluation revealed that the reported condition was caused by a defective pump head keypad in 2008. The customer reported event occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
Evaluation summary: the customer reported condition of tubing channel will not open was confirmed as a defective pump head module keypad. The defective pump head module keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational.